Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found a leaky vacuum tube in the cell rinse unit. He repaired it and confirmed the test and module were performing within specifications. General reagent issues were excluded, as the result believed to be correct was obtained with the same reagent. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 8000 cobas c 701 module. One example of a questionable glucose hk gen.3 result was provided. The initial result was 1.8mmol/l, and the repeat result was 7 mmol/l. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.